Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tka was performed, and during the procedure, the surgeon could not insert surface firmly. Subsequently another surface was used to complete the procedure. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was considered confirmed based on the visual evaluation of the returned part and the photos provided. Visual examination of the returned articular surface indicates that the device exhibits damage to the distal surface and the dovetail feature appears to be flared out. Dimensional examination indicates that the device conforms to the measurable print specifications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.